Event description:
An event involving a microclave¿ clear connector experienced leakage during patient use. The reporter stated, "leakage.¿ it was also stated that no damage was caused. The place of used is medical institution. The cause analysis is product reasons (including instructions, etc.). The description of the cause analysis is quality reasons. Preliminary processing situation is replace the product. That the local nmpa review is pass and local nmpa name is urumqi market supervision and administration bureau. The reporter also stated that the product cannot be returned. There was patient involvement but no patient harm.

Manufacturer narrative:
Initial reporter phone numbers: (B)(6). Investigation: the complaint of leaks on item 01c-mc100 cannot be confirmed, since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. Lot history review: the DHR lot# was reviewed and no non-conformities were found that would have led to the reported condition on the complaint.